Event description:
There was an allegation of questionable ammonia ii results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial result was 281.4 ug/dl, and the repeated result was 57.4 ug/dl. The sample was repeated because the customer's qc results were abnormally high.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found that water had pooled at the top of the cell, and the vacuum nozzle tip was curved. He corrected the position of the vacuum nozzle and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.